Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs identified: red encapsulation, red particle material on the shell. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. The events of "rejection" "contracture grade ii/iii" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rejection" "contracture grade ii/iii" "benign nodules".

Event description:
Patient reported left side "benign nodules," "encapsulation and rejection." Device was explanted. Healthcare professional reported "contracture grade ii/iii."